Manufacturer narrative:
Continuation of d10: product ID wr9230; serial# (B)(6). Product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding a recharger. The reason for call was patient reported they keep getting problems when trying to charge their implant. Patient reported sometimes it is the implant that will not charge right, like today, and "sometimes it is the other devices" (patient did not clarify this). Patient stated they go through and it goes good and then they cycle through and wind up where the numbers don't come up or it will not load when they need it to load or it keeps telling patient something is there when it's not there. Patient stated they had it "running for a couple days" and today they saw it was 20% charged. Patient mentioned on the call that something "kind of hurts a little bit" but agent was unable to make out what patient said. Patient mentioned they have parkinson's disease so they have lot of memory problems. Reviewed general use of handset and recharging application. Patient clarified this is all happening when they are trying to charge their implant. Agent walked patient through starting a charging session on the call. Patient initially reported getting recharger is inactive. Patient stated recharger was on the docking station. Patient removed recharger from docking station. Patient then reported getting recharger not found. Patient then confirmed recharger connected with handset and connected to implant to start charging session. Patient was charging their implant with good connection, implant battery at 20%. Patient mentioned seeing low and high later on the recharging screen. Agent reviewed recharging best practices and following repositioning recharger on patient's implant, patient confirmed charging again with good connection, implant at 20% at call closure. Patient will continue charging implant fully and will call back if needing further assistance charging. Agent had a difficult time following patient throughout call and made best attempt to document all relevant event information. Patient provided event date as the day after they got the thing they were instructed to take it home and they lost all of their memory and that was it and then it ran out twice and it just stopped. Patient stated "boy was that a scene. Patient called back and reported that after attempting to charge their implant was still at 20% hours later. Patient said they had fallen asleep. Agent had patient hard reset the wireless recharger. Once wireless recharger was connected with implant patient tried to enter recharger application and got recharger not found. Not staying connected to implant patient tapped retry several times and the wireless recharger connected with the implant and showed therapy on, 20% charging with good connection. The recharger application screen kept reverting to the screen where it shows numbers that go up and down as if the wireless recharger was searching for where the implant was. No matter how many times the wireless recharger was positioned it was unable to stay connected for more than a few seconds. The patient's wife came on the line and said that they called the patient's neurologist for an appointment because the implant didn't look the same as it used and appeared as though it could be tilted and implant sight seemed softer like the implant may be deeper in the pocket. Patient said they had fallen a number of times. Patient said they would shake all over the place and would have a symptom that seemed to be like an overdose that felt like the opposite of dsykenesias. Agent emailed repair to send replacement wireless recharger to rule out wireless recharger issues. Patient was directed back to the health care provider. Patient said they had an appointment this month on the (B)(6). But the patient's wife said it was (B)(6). It was difficult to understand either caller and agent did their best to assist and capture information.